Manufacturer narrative:
It was reported that this lead was capped on 6/10/2020. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2020. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and inappropriate shock were reported on this lead. Lead remains implanted. Should additional information become available, this file will be updated.